Event description:
It was reported that the patient's blood glucose levels reached 600 mg/dl while wearing the pod between 36 and 48 hours. The patients parent reports due to lack of training on the product the patients blood glucose level had gone high. Symptoms reported include hyperglycemia as well as drowsiness. Once at the hospital the patient was given an x-ray. The patient was treated with intravenous fluids as well as manual insulin. The patient was released from the hospital after 2 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.